Event description:
It was reported that during a non-device related spinal fusion procedure the patient's lead migrated. The patient underwent a lead repositioning procedure due to lack of coverage and was doing well post-operatively.